Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of bluetooth telemetry (ble) being unavailable was confirmed. It was observed that the issue was resolved by interrogating the device using a merlin programmer, indicative of a ble lockout which is per device design. No anomalies were detected.

Event description:
New information received notes that insertable cardiac monitor (icm) exhibited telemetry lockout which was resolved via reinterrogation in clinic. There were no patient consequences.